Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the patient data was not showing up in the cabinet but was active in the server, and there had been no change in adt status. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient hadn't had any activities for the last 60 days, which is why they weren't showing up on the 6n station. A technical support specialist (tss) had advised customer to either discharge and readmit the patient or temporarily change the admission inactivity days setting, ensuring it was reset to 60 days to resolve the issue. Customer confirmed the patient was no longer receiving medications and gave permission to close the case. The system functioned as intended after the technical support specialist investigated the device.